Event description:
This case, reported by a pharmacist with follow-up from the pt, concerns a pt who experienced hyperglycemia while receiving human insulin 30% regular 70% nph (humulin 70/30) via the humapen. Due to shift work the pt has two humapens, one for the morning and one for the evening. Forty-two weeks after beginning use of the humapen the pt noticed their post injection blood glucose levels were increasing and continued to slowly rise for the next six days. Pt also noticed there was more insulin in the cartridge than there should be after each injection. Pt never noticed broken parts or had any concern with the device until pt felt as though their blood glucose levels were rising and noticed that the cartridge was not emptying with successive injections. On the sixth day pt decided to test their pen delivery system by injecting 38 units into a container. The pt dialed up 38 units and depressed the plunger while holding the needle over a container. Pt reported that no insulin was seen at needle tip until approx reading of 10 units in the window. When pt tested the pen pt noticed there was high injection forces without insulin being expelled followed by a "big squirt" at about 10 units in the dose window. The pt demonstrated the pen delivery system to the pharmacist and the pt and pharmacist observed that no insulin was expelled during the entire plunger depression. The pt reported that their other humapen was working perfectly and is very satified with the humapen. The pt stated that the pen was neither dropped nor used by other. The pt fully recovered with no medical intervention required. The reporter stated that the event is not related to the human insulin but possibly related to the device (humapen). The pt received a replacement device.